Manufacturer narrative:
This combined initial/final report is being submitted to provide the initial event details as well as the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The device was returned, and a device evaluation was performed. As noted, the unit was not displaying an image due to a damaged charged coupled device (ccd) unit. Additionally, all 4 switches were found worn. Switches 1 and 2 were specifically found corroded. The insertion tube was worn and dirty. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result.¿ while the cause of the image failure was the damaged ccd unit. Based on the results of the investigation, a specific root cause for the ccd unit failure could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
While inspecting a returned olympus evis lucera ultrasonic bronchofibervideoscope loaner device it was discovered that the unit was not providing an image. This event had no patient involvement.